Event description:
It was reported that the atrial lead exhibited loss of capture and sensing. A chest x ray revealed that the lead was dislodged. The patient was asymptomatic. The lead was explanted and replaced during routine device change out. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.